Event description:
When attempting to use the bur during an orthopedic procedure, the bur would not fit correctly into the attachment holder. The bur broke in half. The broken bur and attachment were sent to central sterile processing and supply (csps) for inspection and service. The operating room central supply area plans to send this to medtronic for repair and replacement.